Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had finish loading alarm. The customer¿s blood glucose level was 144 mg/dl. Customer states they were refilling reservoir and he was trying to fill the tubing and there was no insulin going through the act button was not working or the pump wasn't working to push out any insulin. Customer states the time is correct on the pump is able to use the button but it will not move from the load reservoir screen. Customer is not able to clear the alarm. Advised clearing the alarm resumes current basal delivery. Finish loading alarm occurred. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test. No unexpected audio/beep anomaly noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.